Event description:
The reporter indicated the physician was not able to implant the device and no specifice reason was given.

Manufacturer narrative:
The polyimide tubing at the proximal end of the anode was crushed, preventing passage of the stylet. Attempts at passage resulted in the stylet's coming out of the lumen and damaging the outer tubing. Lead passed stylet insertion testing at MFR.